Event description:
It was reported that insulin had leaked past the o-rings. Customer observed the leakage while using the insulin pump. No troubleshooting was performed. No other info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.